Manufacturer narrative:
Follow-up (2/25/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the meter was not powering on by inserting a test strip. The patient was using lithium batteries instead of alkaline batteries, per recommendation. This complaint is being reported because the reported issue was not resolved with troubleshooting: the patient did not have replacement alkaline batteries at the time. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint; however, device evaluation has not been completed. Lfs will evaluate the returned meter and inform FDA of the test results in a supplemental report.